Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient may undergo surgical intervention at a later date to replace the ipg. The exact reason is unknown.

Manufacturer narrative:
A4 patient weight added to the report.

Event description:
Additional information received stated that the patient experienced ineffective stimulation and stopped charging the ipg as instructed. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.